Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing came apart during a medical infusion. The following information was provided by the initial reporter: "verbatim: tubing came apart at a fused area during medication infusion. IV pump tubing pulled apart at a connection that should be factory sealed. In this case blood backed up the line and into the bed."

Manufacturer narrative:
H.6. Investigation: one used primary set, model 2426-0500, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's bottom smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint that IV pump tubing pulled apart was verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one used primary set, model 2426-0500, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's bottom smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint that IV pump tubing pulled apart was verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. Root cause description: visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. Dimensional measurement confirmed the tubing to be within specification. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing came apart during a medical infusion. The following information was provided by the initial reporter: "verbatim: tubing came apart at a fused area during medication infusion. IV pump tubing pulled apart at a connection that should be factory sealed. In this case blood backed up the line and into the bed."